Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for eval. If additional and significant info becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed info on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. Please also reference MFR report # 8010047-2011-00176. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during unspecified bariatric procedure, the users detected dried blood or other biomaterial on the distal end of the scope. The subject device was reportedly not used on a pt. The intended procedure was completed with a different endoscope. The user facility reported tht two olympus endoscopes were being used during the (B)(4) and (B)(4) timeframe in which the auxiliary water channels were not being reprocessed as the user facility alleged that they were unaware of the presence of this channel in these endoscopes. There had been no report of infection and cross contamination.